Event description:
It was reported that the camera head had no video output. The image displayed on the monitor was converted to a color bar screen, causing an error. The device was turned on and off and the image display came back. The issue occurred during preparation for a therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device evaluation has confirmed the reported issue. Device evaluation found cable failure. Based on the results of the investigation, it is likely that the following led to the malfunction: that the image was not displayed due to cable failure. However, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.